Manufacturer narrative:
(B)(4). Not returned to manufacturer. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacturer.

Event description:
It was reported the screw head disassembled after a rod was inserted and a distractor was used. The screw was removed and the procedure was completed with a different screw. This resulted in a 20 minute delay.

Manufacturer narrative:
Additional information: ethnicity, and method, results, and conclusions - the screw was not returned and no photos were available, so an evaluation was unable to be performed. Therefore, no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported the screw head disassembled after a rod was inserted and a distractor was used. The screw was removed and the procedure was completed with a different screw. There were no reported patient impacts.